Event description:
It was reported that the patient was experiencing pocket pain because of their "diminutive size". The implantable cardioverter defibrillator (ICD) was explanted and a new device was replaced into a different location. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5071 x 2 implantable pacing lead (B)(6) 2009; 6721m implantable tachy lead (B)(6) 2010; 5866 adaptor (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.